Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (damaged battery contact) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was a burned battery pca, a shorted q1 current-controlling transistor, a shorted u13 cmos flash microcontroller, and a shorted d2 diode on the bedside pca. The damage to the diode, transistor, and microcontroller was caused by the damaged battery board. The root cause for the burned battery board was unable to be positively identified. No adverse resulted from the defective battery charger. Device evaluation of battery sn (B)(4) has been completed. The reported problem (damaged battery contact) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The battery contacts were also melted due to the defective battery charger. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery pack. Device evaluation of battery sn (B)(4) has been completed. The reported problem (damaged battery contact) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The battery contacts were also melted due to the defective battery charger. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery pack. Device manufacture dates: charger: 08/03/2018; battery sn (B)(4): 11/22/2019; battery sn (B)(4): 01/30/2020.

Event description:
A us distributor reported that a patient's battery contacts were damaged.